Manufacturer narrative:
Complaint investigation currently underway and will be attached to this report.

Event description:
Wire became subintimal during the procedure and there was extravasation intervention: converted to cea and explanted the stent.

Event description:
Wire became subintimal during the procedure and there was extravasation intervention: converted to cea and explanted the stent.

Manufacturer narrative:
Complaint investigation currently underway and will be attached to this report.